Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter (B)(4) reported that a customer contacted baxter's technical service center to report receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell. The technical service representative (tsr) explained the alarm to the home patient (hp); the hp had already cleared the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.